Manufacturer narrative:
Result: footboard clam shell.

Event description:
It was reported by service report that the footboard assembly was cracked and the footboard was not working. No patient involvement or adverse consequences are reported.